Event description:
An aneurx bifurcated stent graft of uknown size and its components were inserted into a pt for endovascular treatment of abdominal aortic aneurysm in 2001. Vessel morphology and aneurysm size are unknown. It was reported that the pt was a high-risk surgical candidate. It was reported that a computerized tomography scan demonstrated a type ii endoleak from two lumbar arteries. The aneurysm was reported to have increased in size followed by a contained aneurysm rupture. The pt was brought to the operating room in 2002 for ligation of the lumbar arteries that were feeding the aneurysm; however, during the procedure, the decision was made to explant the stent graft system. During the explant procedure, it was reported that there was a small amount of flow coming from the proximal end of the aneurysm, but the physician attributes it to the shortening of the aneurysm neck due to aneurysm expansion. The leaking lumbar arteries also noted during the explant proceudre. No add'l clinical sequelae were reported, and the pt is reported to be fine. Receipt of the explanted device by medtronic ave is pending.

Event description:
Analysis of the explanted stent graft revealed that there was a type ii endoleak from leaking lumbar arteries are the most likely cause for the contained rupture. It is possible that a small type I proximal leak observed at explant also contributed to the aaa enlargement. No graft integrity issues were related to the clinical outcome.